Manufacturer narrative:
One parapac ventilator was returned for analysis in used condition. Functional testing performed by connecting 50psi to the unit and powering it on; failed alarm repeat increase. Based on the evidence, the complaint was confirmed. The root cause was found to be due to normal wear and tear.

Event description:
Information was received that a smiths medical pneupac parapac ventilator "alarm was not working properly". No adverse effects were reported.